Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the device could not cross lesion. The stent balloon expandable was advanced for dilation but the balloon catheter could not cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the middle and proximal sections of the stent was found to be lifted from their crimped position and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues with the shaft polymer extrusion profile.